Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. Chr showed no other similar product complaint(s) from this lot number.

Event description:
Hole noted at 43 cm after insertion when priming the line. PICC line removed and replaced with new. Patient outcome satisfactory.